Event description:
Procedure type: nephrectomy. According to the reporter: during the procedure, a strange noise was heard from the device and it did not cut well. Finally, it did not cut at all. The cord and the transducer were replaced, but the problem was not solved. A new device was opened to complete the procedure. No bleeding. There was no tissue damage, no additional tissue loss, and operative time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).